Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the atrial lead was not capturing or sensing. The physician suspected the lead had dislodged. The x-rays were inconclusive. The patient was asymptomatic and the lead was turned off.